Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit was "not working". There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 09may2019. Device evaluated by MFR, patient and device codes. Philips field service engineer (fse) indicated that they replaced the air/exhalation flow sensor and backup battery correcting the issue with the device. The device passed all testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 17may2019. The customer confirmed there was no patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.